Event description:
Device 1 of 3. Reference MFR report: 3008829311-2017-00737. Reference MFR report: 3008829311-2017-00738. It was reported the patient's axium neurostimulator system was implanted on (B)(6) 2017 and on (B)(6) 2017 the patient was admitted to the hospital for pneumonia and fever. The issue was reportedly resolved on (B)(6) 2017. The patient is part of the target clinical study.

Event description:
Device 1 of 3, reference MFR report: 3008829311-2017-00737, reference MFR report: 3008829311-2017-00738.